Event description:
It was reported to philips that host pc failed to boot due to disk fault system restored on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Rebooted system and reinstalled software; device restored. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).